Event description:
It was reported approx 10cc of blood leaked at the arterial end of a dialyzer during a crrt treatment. No serious injury or need for medical intervention was reported. Cartridge was discarded by the user facility.

Manufacturer narrative:
Investigation ongoing at the time of this report. A follow-up report will be submitted.